Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not conclusively be established through this evaluation. The submitted system controller event log file contained events from 22feb2023 through 24feb2023. There were several pulsatility index (pi) events that filled the majority of the files and would have overwritten older information, per design. Of note, pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index, such as during suction events. During pi events, the pump speed automatically decreases to the low speed limit and slowly ramps back up. The corresponding system controller periodic log file contained data from 13feb2023 through 24feb2023. The report of low flow alarms on 05feb2023 could not be confirmed as the corresponding data for that timeframe was not provided. However, the account communicated that the low flow alarms were due to hypovolemia. No low flow alarms were observed within the timeframes of the submitted files and no other notable alarms were observed. The pump appeared to operate as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) . No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is currently available. Section 1 of this document lists bleeding and right heart failure as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 of the IFU provides an explanation of all pump parameters, including pump speed, power, flow, and pulsatility index (pi). In reference to pi, section 1 and section 4 of the IFU state that ¿pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e. The pump is providing greater support and further unloading the ventricle)¿. Sections 1 and 4 of the IFU also state that if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up. If another pi event is detected, the device drops to the ¿low speed limit¿ again and then ramps back up. This cycle repeats as long as pi events are detected. The drop in speed can be accompanied by a reduced pump flow. Additionally, there are no audible alarms with a pi event. Section 4 further states, ¿pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events, including sudden changes in the patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed¿. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 liters per minute (lpm). The IFU explains that changes in patient conditions can result in low flow. Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. Furthermore, section 6 entitled ¿patient care and management¿ lists hypovolemia as a potential late postimplant complication. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. The heartmate 3 lvas patient handbook (rev. D) is also currently available. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. Furthermore, the handbook cautions patients to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that after two days post left total hip arthroplasty (l-tha) surgery, the patient experienced a significant drop in their hemoglobin and hematocrit (h/h) levels with acute blood loss and anemia. The patient was noted to have started aspirin, coumadin and lose dose heparin at the time of the event. A computerized tomography (CT) scan revealed no arterial or retroperitoneal bleeding and no signs of melena. The patient's lactate dehydrogenase (ldh) was noted to be stable with no signs of hemolysis. The patient's left thigh was noted to be swollen with a hematoma; no surgical intervention was required, and a compressive wrap was applied. Three days post-surgery, the patient was given five blood transfusions. A volume expansion was performed due to hypertension and hypovolemia with fluids, levophed and dobutamine. A suction event occurred causing the ventricular assist device (vad) speed to decrease. The patient's left ventricle became under filled and the right ventricle also appeared to be failing. Low flow alarms occurred due to the hypovolemia. The hypovolemia was thought to be caused by the hematoma on the patient's thigh. The patient was supported with IV fluids for 3 days. Six days post-surgery, the patient was weaned off dobutamine and began to be weaned off of levophed. Milrinone was started for vasoplegia, and aspirin and heparin were interrupted for three days. Aspirin was restarted on (B)(6) 2023. The patient was weaned off of IV support eight days post-surgery and heparin was restarted. The patient was discharged 13 days post-surgery to the hospital ward and was discharged home on (B)(6) 2023. It was additionally reported the patient's right heart failure existed prior to their device implant and was caused by hypovolemia.